Event description:
My breast implants have made me very sick. It's becoming increasingly hard to function let alone work. I have autoimmune and neurological issues. Intense thoracic back pain. For a year now I have been a shell of myself. I'm now facing a (B)(6) bill to get them out although I was lied to and told "they are safe". They are not safe. They are ruining lives and something needs to be done. FDA safety report ID# (B)(4).